Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil was returned for evaluation; however, the pusher was not returned. Without examining the pusher, it is not possible to identify the conditions and circumstances that led to the reported event; therefore, the alleged device issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil detached in the microcatheter. The coil and pusher were removed entirely without additional intervention. There was no reported patient injury.